Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had pump error. Patient's pump restarted and tried to rewind but he keeps on getting pump error. The blood glucose at the time of the incident was 142 mg/dl. The customer was assisted with troubleshooting. The device will be returned for analysis.

Manufacturer narrative:
Device alarmed pump error 38 during the rewind. After further review, the motor was unable to turn due to a jammed gearbox. Unable to perform displacement, rewind, seating, basic occlusion, force sensor, occlusion tests due to no motor movement.